Manufacturer narrative:
The technician found the brake caster wheels are worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster wheels to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake caster wheels will roll when the brake pedal is set in brake mode. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).